Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number:7112219. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a revision procedure wherein the leads were replaced and pushed them back up to the original placement. The patient was doing well postoperatively.